Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) to remove adipose tissue at the implant site.

Manufacturer narrative:
Per the clinic, the patient experienced an infection resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.